Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported a left side rupture. Additional events of ¿a mass about the size of a plum near my armpit was excised and found to be a wad of silicone that was moving toward lymph nodes¿, ¿last may began to have ra type symptoms¿, ¿joint issues in both hands-swollen tendons and joints¿, and ¿loss of joint flexion in my right hand, multiple trigger fingers¿. Device has been explanted.